Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a proximal shift of the closure device. The closure device was not sealing the appendage the patient was did not experience any complications from this event and no intervention or treatment has been performed.